Event description:
The customer reported that the ventilator went vent inop during a training session, and then the next day while in use on a patient. The customer reported there was no patient harm and the ventilator did not alarm during the event. The manufacturer's service technician was unable to duplicate the reported vent inop occurrence, however reported the ventilator did alarm to specification during evaluation. The service technician contacted the factory, and was recommended to replace the data and/or motor controller pcb boards to correct the reported event. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.